Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the top half of the lag driver retaining rod, which is cross-hatched, has broken off. This causes a hazard due to the jagged edge, which may cause the user to cut themselves. No injuries or delays reported. No more information available.